Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the communicator was confirmed. The communicator was unable to power on reliably due to electrical overstress (eos). The diode was visibly discolored and electrically shorted.

Event description:
Boston scientific received information that the communicator showed a yellow light under the call doctor icon. The higher technical support advised to replace this communicator. A new communicator was sent to the patient. The product is out of service. No adverse patient effects were reported.